Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758, lead, implanted: (B)(6) 2011; 419688, lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that when checking the atrial lead's threshold it was noted that there was no underlying p-waves, no atrial capture at max output and no sensing. The lead remains electrically abandoned.

Event description:
It was reported that the atrial lead had dislodged. It was noted that there was no capture and that the atrial lead had dislodged into the right ventricle (rv). The lead was programmed off and remains in the patient. The patient is enrolled in (B)(4). No patient complications have been reported as a result of this event.